Event description:
It was reported that the patient was holding their urine due to the vns stimulation on their previous device. Information was received that when the vns stimulation was stopped, the urinary retention issues went away. It was also stated that the physician did manipulate settings but that it still seemed like the patient still experiences urinary retention with lower/difference settings. No additional relevant information has been received to date.